Manufacturer narrative:
This supplemental report is being submitted to provide a correction in previous emdr. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope's image on the screen shakes when in use. There were no reports of patient harm.

Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable and stripes image. A definitive root cause could not be established. Based on the results of the investigation, it is likely that the broken video cable led to the malfunction which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope's image on the screen shakes when in use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.